Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaw of the clamp does not open after use. When the doctor coagulation and cutting was performed and when let go the adjustment lever the jaw is stuck stayed, did not open. The jaw manually opened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2016. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? No. If yes, did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? Yes, the surgeon finished the case with this same device. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.